Event description:
The customer reported the device intermittently will not come on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Follow up report will be submitted once the investigation is complete.